Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella fell into the aorta while adjusting the position. The impella was removed. There was no patient harm reported.